Event description:
It was reported that during preparation for an unspecified treatment procedure coating damage was noted. The vtcb/10.3 flexima regular w/ro drainage catheter was opened and inspected. The distal end was smashed and part of the coating was coming off. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for an unspecified treatment procedure coating damage was noted. The vtcb/10.3 flexima regular w/ro drainage catheter was opened and inspected. The distal end was smashed and part of the coating was coming off. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection showed the device presents white residue on several sections. The catheter is smashed on the pigtail area. The smashed area has white residue on one side and some black marks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).